Manufacturer narrative:
(B)(4).

Event description:
Information was received from consumer regarding a patient receiving a fentanyl, dilaudid, lidocaine and an "other drug reported as blood thinner heprin, dose and concentrations not reported via an implantable device. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported that the pump was beeping or alarming. The patient had called on (B)(6) 2106 for physicians listings. The patient had called every single one and "nobody will see me to refill the pump". The patient had been discharged from their healthcare provider. The patient's alarm date was (B)(6) 2016 and the patient's alarm was going off. Per the patient it was the low reservoir alarm. The patient spent the night in the ER (emergency room). The patient was told by the ER (emergency room) if the patient could not find anyone to refill the pump to go back to the ER (emergency room). The patient stated that he's going there in "severe withdrawal". The patient had also followed-up with their insurance for additional listings. On (B)(6) 2016 the patient further reported that they could not find anyone to take over their pump. The patient was in excruciating pain and that no one could see the patient for at least six months is the minimum. No one would help the patient and per the patient most places aren't excepting new pain pump patient's at this time. There was a clinic that was accepting new patient's the patient had located on his own. The patient had their workman's comp case settled and secondary state insurance that just changed and the patient did not have a primary care physician. The patient was worried about their health. The patient stated they have done everything they could possibly do and the patient's healthcare provider office stated they had discharged the patient and would not speak to the patient. The patient reported they were (B)(6), lived alone and had no one to help him make calls etc. The patient was falling apart and had been in withdrawal before and it didn't feel like this. The patient stated that they had been to the ER (emergency room) where their healthcare provider was located on day one of withdrawal which was on (B)(6) 2015 and the ER (emergency room) told the patient when the patient had a seizure to come back. The ER (emergency room) did not give the patient anything, no meds etc. The patient could not concentrate, something was wrong, the patient was shaking like a leaf and could barely write down information that was being given to them. The patient stated their pump refill was due (B)(6) 2015. It was also noted that the patient had showed up at a clinic that the ER (emergency room) had referred the patient to and the healthcare provider offered through the pa to explant and send the patient to pain management services. It was also noted that the patient had been non-compliant for years and had been discharged. On (B)(6) 2016 the patient reported that they continued to have withdrawals. The patient still could not find a physician to take the patient after being discharged. The steps taken to resolve the pump alarm and the withdrawal not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.